Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 244 mg/dl. The customer delivered a meal/correction bolus with the pump. The customer attributed elevated bg level to not checking bg level until breakfast time and not issuing a bolus upon waking up.